Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation and history review (DHR) and lot history could not be reviewed. As the DHR could not be reviewed, the sterilization cycle parameters were not able to be verified for the suspect product. It is important to note that the customer did not retain any information in regards to the consumable and/or surgical procedure pak that was used. No sample was returned for root cause evaluation therefore the condition of the product could not be verified. Custom-paks is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Several sizes are available to accommodate the best fit for the custom-pak. Once the custom-paks are assembled and sealed, they are all sterilized as a complete unit. Sterilization has taken into account the worst case of the pouches to ensure all custom-paks meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the custom pak to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. All custom paks are delivered to our customers in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a small piece of metal sitting on the iris after cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient harm.